Manufacturer narrative:
Age at time of event: ¿70s¿. Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic inspection of the device revealed that the annulus was noticed to be damaged and not rounded. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07405. It was reported that rotawire fracture occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use to treat the target lesion. During preparation, the physician was able to cross the wire to the target lesion easily and loaded the burr into the wire. Furthermore, the rotaburr flush was on and dripping. Once platforming was started outside the patient's body, the physician asked to drop down the ablation speed to 140,000rpm; however, it was noted that a weird sound was heard and the rotawire snapped in half just distal to the diamond edge burr. The procedure was aborted and replaced with a different device to complete the procedure. There were no complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07405. Reported via voluntary medwatch/maude report# (B)(4). It was further reported that upon assessing the patient¿s vital signs, the physician aborted the procedure and proceeded with percutaneous coronary intervention (pci).